Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information received indicates the patient's ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg had an increased recharge burden (B)(6) 2019 (exact date unknown). Approximately eight weeks ago the ipg became inoperable. A manufacturer representative confirmed the issue. Surgical intervention may be taken at a later date to address the issue.